Event description:
Pt alleges approx one month prior to explantation one of her breasts felt lumpy. Physician's exam and mammogram confirmed a rupture had occurred. Upon examination it was discovered that both implants had ruptured. A recent mammogram shows the pt has silicone nodules and plans to have them removed.